Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for left femoral trochanteric fracture with the trochanteric fixation nail-advanced (tfna) nail and the tfna endcap in question. During the endcap insertion, the surgeon could not insert the endcap completely. The surgeon checked the locking mechanism of the nail, and he tried to re-insert the endcap, but he couldn¿t insert it completely. The surgeon thought that the endcap thread stuck into the nail thread, and he left the endcap in the patient. The surgery was completed with the incompletely insertion of the endcap. There was no surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) tfna nail. This is report 1 of 2 for complaint (B)(4).